Event description:
It was reported that contamination occurred. The target lesion was located in the left internal carotid artery. A 90 cm filterwire ez was selected for carotid artery stenting. Upon opening the sealed package, the physician observed that the sterile packaging was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that contamination occurred. The target lesion was located in the left internal carotid artery. A 90 cm filterwire ez was selected for carotid artery stenting. Upon opening the sealed package, the physician observed that the sterile packaging was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. It was observed that the package was ripped and wrinkles, which confirms the reported device not sterile.